Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2018. (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lle1381; mfg. Date - 6/15/2017; exp. Date - 5/31/2022; batch lke0381; mfg. Date - 6/15/2017; exp. Date - 5/31/2022; batch ljb8851; mfg. Date - 6/08/2017; exp. Date - 5/31/2022. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at time of index procedure - male. Date and name of the index surgical procedure - date: (B)(6) 2017, procedure: laparoscopic colectomy. Diagnosis and indication for the index surgical procedure? - no information. What were current symptoms following the index surgical procedure? - 3 weeks after the operation, the patient had a sign of paresis of intestine. It was diagnosed as ileus. What was the surgical approach (open, laparoscopic or other)? - laparoscopic any concurrent surgeries or procedures? - no concurrent surgery/procedure was performed with the index surgery. Other relevant patient history/concomitant medications - no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? -no information. What is the relationship of the patient issues and the interceed? - no information. What is the patient¿s current status? - the postoperative course after the reoperation was good. On february 2, the patient was discharged from the hospital. No further information about the patient's status has been provided from the hospital.

Event description:
It was reported that the patient underwent laparoscopic colectomy on (B)(6) 2017 and adhesion barrier was applied to the colon under the umbilical region at which a camera port was made. Three weeks after the procedure, the patient had a sign of paresis of intestine and it was diagnosed as ileus. On (B)(6) 2018, reoperation was performed. Adhesion was observed under the umbilical region. The surgeon opined ¿specifically, adhesion was terrible at the part¿ to which the device had been applied. The surgeon opined there was a relationship between the ileus and the adhesion barrier. The patient's post-operative course after the reoperation was good. It was reported that the patient got well after the reoperation and was discharged from the hospital on (B)(6) 2018. No additional information was provided.